Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician cleaned and lubricated the side rail latch hinge and spring to resolve the issue.